Event description:
Consumer purchased the besmed unit in 2001. It is an electrical shock unit that is designed to aid in muscle spasm and pain. Consumer was using it on their lower back as directed. They then began to have gross hematuria. Consumer was seen at the hospital emergency room and from there they were referred to a urologist. The urologist did perform surgery and multiple lab tests to diagnosis and correct the problem. Neither of the physicians they saw were able to rule out the besmed unit as the cause. Consumer does have lab reports, doctor records, and the emergency room report verifying this. The business has refunded their money in full. They are seeking to make the attorney generals office and other potential customers aware of the dangers and medical risks of using this product.